Event description:
During the product evaluation by a service technician, a flo-gard infusion pump was found to have a damaged safety clamp shim. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was serviced by a service technician. This is an ancillary service event opened during investigation of (B)(4). The root cause of damage to the safety clamp shim was determined to be natural attrition. To correct the condition, the safety clamp shim was replaced. The device was serviced and restored to a good working condition. If any additional information is received, a follow up MDR will be sent.